Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Microbiological testing failed as per customer. The customer provided their cleaning, disinfection, and sterilization process stating pre-cleaning was performed according to the instructions for use. Leakage testing was performed according to the instructions for use. The automated endoscopic reprocessor (aer) used is a non-olympus reprocessor. The endoscope and aer were compatible. The aer detergent is cln+ concentrated detergent. The aer disinfectant is hydrogen peroxide and peroxyacetic acid. The aer¿s disinfection process program was used according to the aer manufacturer¿s recommendation. The cleaning brush is a disposable non-olympus brush. The cleaning brush is disposed after a single use. The instrument channel/suction was brushed until no debris was observed in the bristles of the brush. A 30cc syringe was used to flush the device channels. All channels were flushed with detergent. The biopsy valve, air valve, and suction valve were manually disinfected. The water bottle is single-use. The disinfectant is enzymatic imbibed sponge and container. The disinfectant is used within expiration date and at minimum effective concentrations. Immersion time was at least one minute. All channels were flushed with disinfectant. Air/water, suction, and auxiliary channels were flushed with alcohol. Their storage practice is to store endoscopes vertically in a well-ventilated storage cabinet with a tip protector in place. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The report of reduced angulation was confirmed. Service found the bending angle in the up direction did not meet specification due to wear of angle wire. In addition, service found the biopsy channel was leaking due to damage which resulted in loss of water tightness, bending angle in up direction exceeds the standard value due to deformation of the bending tube, the distal end insulation test failed due to a chip on the plastic distal end cover, the light guide lens was chipped, the adhesive on the bending section cover was worn, the up/down (u/d) angle knob had uneven rotation, play, or noise, the air/water mouthpiece at the scope connector was loose, and due to wear of the forceps elevator lever, the u/d knob could not be locked securely.

Event description:
The customer reported to olympus, during routine testing, there was positive growth on the endoscope and angulation was reduced. The scope was quarantined by the facility. Additional details have been requested regarding the quantity and type of organism. At this time, no additional information has been provided. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation could not determine the cause of the positive culture reported by the customer. To date, the customer never provided any microbial test results. This issue is addressed in the instructions for use (IFU): "reprocessing manual: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.